Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 4 and 24 hours. The pod reportedly detached from the abdomen, causing the cannula to dislodge. Additionally, leaking at the pod site was reported. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. A kink was observed in the exposed soft cannula which led the length of the soft cannula to measure out of specifications at 1.049 inches. It could not be determined if the soft cannula kink contributed to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported leaking during wear event. Therefore, the cause of the reported leaking during wear event could not be determined. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined.